Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted into the right coronary artery. It was not possible to cross the target lesion due to calcification of the target lesion, therefore the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery ststem. The physician followed the instructions for removal of an undeployed stent. The stent was successfully snared to the groin and surgically removed from the pt. The target lesion was subsequently treated with rotoblader and another manufacturer's 15mm length stent successfully. There was no additional clinical sequelae reported relative to the event.